Event description:
It was reported that the patient received two shocks for vt (ventricular tachycardia) episodes that did not appear to be ventricular in origin. It was noted that the lead trends were within the expected range. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).